Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2011 that failed and required revision on (B)(6) 2017 due to elevated levels of cobalt and chromium revealed in blood work.

Manufacturer narrative:
This pi has been identified as a duplicate of a previous entry. All further reporting will be conducted under the original report, MFR 0002249697-2017-01143.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2011 that failed and required revision on (B)(6) 2017 due to elevated levels of cobalt and chromium revealed in blood work.